Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and spouse requested additional training after experiencing low blood glucose (bg) events despite adjusting the ilet target zone to a higher setting. The user reported that bg rose to 350 mg/dl after breakfast, triggering corrections, followed by a lunch announcement at a bg of 85 mg/dl, which led to insulin stacking and a subsequent low of 50 mg/dl. The user treated the low with candy, soda, and glucose tablets and reported feeling sleepy during the event. Additional training was scheduled to address bg management. The lowest blood glucose (bg) recorded was 50 mg/dl, and the highest was 350 mg/dl. Bg was corrected. No medical intervention was reported at the time of call.